Manufacturer narrative:
The tipstop was discarded and not available for analysis. Review of the complaint history records concludes there are no similar complaints related to tipstop globally except the three from this facility. The tipstop labeling states "tipstop is not intended as a long-term dressing. Once hemostatics is achieved, tipstop should be removed between 2 to 4 hours after placement". This facility instructed the pt to keep the dressing on for 24 hours.

Event description:
Gambro learned that following an angioplasty a pt developed a blister at the site of the alginate pad on of the tipstop compression dressing within 24 hours of application. The pt was instructed by the facility to remove the tipstop dressing in 24 hours. This event occurred at the (B)(6) site. According to the nurse mgr, the pt required a removal of his graft and placement of an access catheter. The tipstop labeling states "tipstop is not intended as a long-term dressing. Once hemostatics is achieved, tipstop should be removed between 2 to 4 hours after placement".